Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegation cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the app instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) as they experienced some perineal pain and desired to get a bigger implant. All components of the existing app were explanted and replaced with a new inflatable penile prosthesis. No additional patient complications were reported.